Event description:
The customer received questionable calcium, ion selective electrode (ise) sodium, ise chloride, ise potassium, hemoglobin a1c gen 2, and digoxin results on their c501 analyzer. This has been an ongoing, intermittent issue since (B)(6) 2011. The customer provided data for 11 patients of which there were eight patients with discrepant results reported outside the laboratory. Patient one had an initial sodium result of 124 mmol/l accompanied by a data flag. The repeat result from an integra 800 (serial number (B)(4)) (i800) was 137 mmol/l. Patient one had an initial potassium result of 3.85 mmol/l. The repeat result from the i800 was 4.3 mmol/l. Patient one had an initial chloride result of 90.3 mmol/l accompanied by a data flag. The repeat result from the i800 was 101 mmol/l. It is unknown if the initial, discrepant results for patient one were reported outside the laboratory. The customer believed the repeat results to be correct and they were reported. Patient two, a (B)(6) male, had an initial sodium result of 130 mmol/l accompanied by a data flag. The repeat result from the i800 was 139 mmol/l. It was unknown if the initial, discrepant result was reported. The customer believed the repeat results to be correct and they were reported. Patient three, a (B)(6) male, had an initial digoxin result of 3.19 ng/ml accompanied by a data flag. The analyzer did an automatic repeat and the result was 0.88 ng/ml. The repeat result from the i800 was 0.9 ng/ml. The initial result was deemed to be incorrect and not reported. Patient four, a (B)(6) female, had an initial calcium result of 7.0 mg/dl accompanied by a data flag. The repeat result from the i800 was 9.0 mg/dl. It is unknown if the initial result was reported, but the customer believed the repeat result to be correct. Patient five, a (B)(6) female, had an initial calcium result of 6.7 mg/dl accompanied by a data flag. The repeat result from the i800 was 8.7 mg/dl. It is unknown if the initial result was reported, but the customer believed the repeat result to be correct. Patient six, a (B)(6) male, had an initial calcium result of 7.2 mg/dl accompanied by a data flag. The repeat result from the i800 was 9.0 mg/dl. It is unknown if the initial result was reported, but the customer believed the repeat result to be correct. Patient seven, a (B)(6) male, had an initial calcium result of 7.8 mg/dl accompanied by a data flag. The repeat result from the i800 was 9.4 mg/dl. It is unknown if the initial result was reported, but the customer believed the repeat result to be correct. Patient eight, a (B)(6) female, had an initial hca1b result of 14.2% accompanied by a data flag. The repeat result from the i800 was 7.8%. It is unknown if the initial result was reported, but the customer believed the repeat result to be correct. The customer has no knowledge of any adverse events. The calcium reagent lot number was 64833301 and the expiration date was 01/31/2012. The digoxin reagent lot number was 64175801 and the expiration date was 04/30/2012. The hba1c reagent lot number was 63434401 and the expiration date was 03/31/2012. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative found defective rinse mechanism tubing causing improper washing of the reaction cells. He replaced the rinse mechanism tubing. Verified analyzer was working properly after the part was replaced by running diagnostic checks with all result within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The root cause investigation determined the issue was due to leakage in tube of the rinse station which was resolved by exchanging the tube. Incorrect rinsing may cause the effects described, the quality control should also show similar behavior. No adverse event was reported.